Event description:
Cotton fluff stuck in body. Might be stuck in vagina [foreign body in reproductive tract] menstrual period getting shorter [polymenorrhoea]. Cotton wrap broken [device breakage]. Case narrative: consumer reported via phone that cotton fell off and was not complete. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton fluff stuck in body...might be stuck in vagina [foreign body in reproductive tract]. Menstrual period getting shorter [polymenorrhoea]. Cotton wrap broken [device breakage]. Case narrative: consumer reported via phone that cotton fell off and was not complete. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.